Manufacturer narrative:
It was reported that the iabp went through three weeks of endurance testing and was powered off and on multiple times without the alleged malfunction being reproduced. The service representative believes the alarm was cause by user error. The iabp was then released back to the customer.

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient the iabp repeatedly alarmed "iab disconnected". According to cardio technology, at no time was there any patient at risk, and the iabp operated from thereon without any errors occurring. After our field service engineer consulted with the perfusionist, arrangements were made for the delivery of temporary equivalent equipment, and the iabp is being shipped to the getinge repair workshop. No adverse event was reported. This event occurred on four (4) different dates, therefore separate reports are being submitted for each event date.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. The full name of the initial reporter: hr. (B)(6).

Event description:
The customer reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient the iabp repeatedly alarmed "iab disconnected". According to cardio technology, at no time was there any patient at risk, and the iabp operated from there on without any errors occurring. After our field service engineer consulted with the perfusionist, arrangements were made for the delivery of temporary equivalent equipment, and the iabp is being shipped to the getinge repair workshop. No adverse event was reported. This event occurred on four (4) different dates, therefore separate reports are being submitted for each event date.